Event description:
Initial result for a patient potassium was 5.7 mmol/l. When repeated, the result was 308 mmol/l. The field service representative found the instrument had a bad pinch valve and repaired the instrument by replacing the pinch valve.